Event description:
Upon attempting to balloon open the ostium of the second diagonal through a cypher stent, the balloon became stuck. Upon attempting to withdraw the balloon, it became detached from the shaft and could not be retrieved. Pt became hemodynamically unstable and deteriorated into ventricular tachycardia. The pt was transported emergently to the operating room. During this time the pt degenerated into asystole. Despite multiple rounds of als, the patient did not revive and was pronounced at 1146am.